Event description:
Pt reported during refill consult that one ms3 pump had malfunctioned and half of the cartridge had broken off and become jammed the pump. The pharmacy will replace the pump. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 74ng/kg/min, frequency: continuous, route: subcutaneously. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.